Event description:
It was reported that a malfunction alarm was associated with a displayed malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level, with readings remaining below 500 mg/dl (27.7 mmol/l). The customer was instructed to revert to an alternate form of insulin therapy known as mdi, while tandem technical support confirmed the shipping address and arranged for the pump replacement. The problematic pump was to be returned using a pre-paid label within 10 days, following instructions to put the device into storage mode.